Event description:
It was reported that a physician was attempting to use an admiral xtreme pta balloon catheter to treat a lesion in a patient where it was reported that the balloon ruptured at 12atms. The balloon was passed to the target lesion after the deployment of a complete se stent was deployed in the common lilac of the patient. It was reported that they were able to inflate the admiral xtreme balloon however, it ruptured at 12 atm and they were able to remove the balloon without any problem or consequence. There was no problem reported with the patient during the procedure. The patient was reported to be fine. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (limited information available for the event- device or procedural images not provided for review); no results available since no evaluation performed (device or procedural images not provided for review). Conclusion: unable to confirm complaint limited information available for the event (device or procedural images not provided for review); device not returned. (B)(4).

Event description:
Device evaluation: the balloon of the device was filled with blood. The entire delivery system was inspected visually and no specific defects could be identified. A 0,035" guide wire was inserted in the guide wire lumen. No frictions were experienced. The balloon was inflated to nominal pressure (8 atm) in order to check if there is any leak. It is possible to identify a pinhole in the median part of the balloon. The dimension of the pin hole was approximately 0.1mm.

Manufacturer narrative:
Results: event was most likely procedural related.